Manufacturer narrative:
A device history record review of the representative lot number received confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Four representative samples were received for evaluation. The blister packaging of two syringe samples was identified with lot 416804x; the blister packaging of one syringe sample was identified with lot 502339x and the blister packaging of one syringe sample was identified with lot 422617x. The syringe samples identified with lot numbers 416804x and 502339x were of item number 8881892950. The syringe sample identified with lot number 422617x was of item number 8881892910. A visual inspection was conducted to the quality inspection standard. No visual issues were identified. The location of the barrel print graduations was correct based on comparison to the visual standard and met the marking requirements. Syringe dispense volume testing was conducted on the four syringe samples. Syringe dispense volume testing is performed to verify the volume of dispensed liquid is within the specification limits defined by certification. The four syringe samples passed the syringe dispense volume test. The four syringe samples met all of the specification requirements. Because the reported issue could not be confirmed, a definite root cause could not be determined. However, a possible root cause can be due to incorrect barrel print placement. Control mechanisms are in place to prevent occurrence and acceptance of syringe assemblies which result in incorrect dose administration during the syringe assembly and packaging process. The manufacturing plant maintains a material verification process. The resin and rubber tips must pass a certification review before material is released to the floor for production. Barrel print dyes are required to be verified prior to release to manufacturing. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Molding processes are validated to ensure product quality during controlled processing. Critical dimensions, such as the barrel inner diameter are gauged to ensure dimensional requirements are met. Preventive maintenance of the molding tools is conducted at required frequencies, in order to ensure process capability is maintained. The barrel printing is conducted within a validated process. The ink viscosity is controlled and barrel print quality is visually inspected and physically tested for adherence to the quality inspection standard. Visual standards are implemented for graduation location along the barrel outer diameter. Procedures and standard work instructions exist for the set-up, operation and maintenance of the printer. All syringe assemblies are inspected by a high plunger assembly detector. Syringes with high plunger assemblies are automatically ejected from the machine to scrap. The barrel inner diameter and rubber tip are both coated with silicone during the manufacturing process to ensure smooth and easy plunger assembly movement within the syringe barrel. The barrel inner diameter lubricant dispense system is validated to ensure sufficient lubrication is dispensed into the barrel inner diameter. The plunger assembly is exercised during the syringe assembly process to distribute the silicone in the barrel and on the rubber tip evenly. During manufacturing, associates inspect and test product to verify the syringe is properly assembled, functions and meets the specification requirements. A lot cannot be released unless it passes specification requirements. Based on the existing controls, additional correction or containment activities of product are not warranted at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an insulin needle. The customer reports that the hospital infection prevention nurse has had an incident of hypoglycemic shock using a covidien insulin needle. They have eliminated the insulin as a cause. The patient is a (B)(6) male, normal body weight. Two hours after 10 units 250ml 10% d bm was 2. Doses prescribed - 10 units 250 ml 10% dextrose. Date and time insulin given is (B)(6) 2015 01.50 hours. Lowest blood sugar recorded and time after insulin - 2mmol/l, 1.5 hours later. The infection control nurse feels it is more likely to be a training issue. There were no changes at the injection site.